Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received regarding the adverse event. The patient lost consciousness due to a rapid low excursion and was rushed to the emergency room. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. Patient reported that they were at the bank and lost consciousness. An unknown passerby called 911 to request an ambulance, which took him to the emergency room (ER). The patient was attended to by multiple doctors and put on dialysis. The patient was prescribed medication and was kept in the hospital until his discharge on (B)(6) 2016. At the time of contact, the patient was recovering at home. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.